Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse set was isolated to shorted transistors q12, q13, q16, and q17 on the monitor defibrillator pca board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.